Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported that the drill was noisy and overheating. There was no patient involved and there was no delay.

Manufacturer narrative:
Analysis found no fault with the device. The reason for return could not verified. The drill ran smoothly and did not overheat. After 5 minutes, the temperature was 97f at t1 and 96f at t2. The drill was tested successfully according to specifications. If information is provided in the future, a supplemental report will be issued.